Manufacturer narrative:
(B)(4). Date sent: 08/09/2021.

Manufacturer narrative:
(B)(4). Date sent: 8/17/2021. H6: component code = g02. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with staples present and no anvil. When the forward battery was installed, a green checkmark was not present, confirming that the device was not fired. The device would not fire throughout the firing range, confirming the experience. Upon removal of the shrouds were removed, the motor connector was observed disconnected. When the motor connector was pushed until fully seated, the device fired into a test skin with no issues. Although the locking tab on one of the connectors was found to be slightly damaged, the fully seated plug was able to resist light tugging on the wires. No conclusion could be reached as to what may have caused the connector to disconnect. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 08/24/2021. Additional information received: the surgeon has used the device for a year and continues to use it. The sales rep was in the case when the event occurred. Everything was set up properly and the device would not fire. The anvil was left in place, a new device was opened, and the new battery was used in the first device and the device still would not fire. Therefore, the new device was used to complete the case. The sales rep followed up on the patient and the patient is doing fine with no leak or other issues. The device that was utilized during the procedure was returned for analysis and the inspection plan was done. During functional testing the device powered up but would not fire. The device was disassembled, and the motor plug was disconnected. The motor plug was reconnected, and the device fired as intended. Per visual inspection, it appeared as if one of the two locking tabs did not lock. During the manufacturing process the device is fired three (3) times. The device met all requirements prior to release.

Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the device would not fire, despite being locked in correctly, within the green area, and after removing the safety pal. Device had to be replaced and new puncture needed to be made. There were no patient consequences and no further information available.